Event description:
The customer reported the channel was found to be clogged following a procedure. The scope was returned to olympus for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing could not identify when the foreign material was attached to the nozzle. In addition, the electrical connector was corroded due to water leakage, the insulation resistance value at the distal end did not meet standard due to a scratch on the plastic distal end cover, the air supply volume did not meet standard value, bending angle in left direction did not meet standard value due to wear of the angle wire, the connecting tube was scratched and wrinkled, and the universal cord, forceps channel, switch box, right/left knob, scope connector cover, and scope connector were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Correction to the initial medwatch. The aware date should be (B)(6) 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from insufficient reprocessing. The specific root cause could not be determined at this time. The user may detect the suggested event properly by handling the device in accordance with following the instructions for use: "inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.